Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps stopping therapy. There was a screen that looks like a windows error and says continue or force stop. Either option the alarm recurs and stops therapy. There was an arctic sun device icon with a slash through it on the screen. Advised if they have tried turning device off and alarm and alarm persists the device needs to go to biomed. They would replace the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed control panel. It was reported that there is a screen that looks like a windows error and says continue or force stop. Replaced control panel. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps stopping therapy. There was a screen that looks like a windows error and says continue or force stop. Either option the alarm recurs and stops therapy. There was an arctic sun device icon with a slash through it on the screen. Advised if they have tried turning device off and alarm and alarm persists the device needs to go to biomed. They would replace the device. Per follow up on 03sept2024, biomed stated he was unable reproduce the issues reported by the staff. A check of the alert logs showed alarm 00 and they stated multiple appearances of the as application crashing (circle with slash). I discussed a quote for an assessment and loaner. Nurse states device keeps stopping therapy. There is a screen that looks like a windows error and says continue or force stop. Either option the alarm recurs and stops therapy. There is an as icon with a slash through it on the screen. Advised if they have tried turning device off and alarm and alarm persists the device needs to go to biomed. She will replace the device. Complaint was received via mis data (salesforce (B)(4)) from 27aug2024 on 28aug2024. Date complaint received is 28aug2024. Coding: computer operating system issue.